Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information was not available due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient fell down causing loosening of tibial triathlon component. Revision scheduled. Triathlon ts was reimplanted.